Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings assessed, as surgical damage and fold flaw opening. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, a left side deflation. And replacement from textured to smooth, due to the patient concern of the implant. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side rupture of a saline device.

Event description:
Healthcare professional reported a left side "rupture" and replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.